Event description:
Procedure performed in 2008, was 3 unit bridge prep. Injury was on buccal mucosa on right cheek. No treatment was rendered for injury. Dentist advised that patient mentioned of injury at follow up appointment 2 weeks later.